Event description:
During an injection of contrast media, an air injection took place. Information received from the hospital suggests the patient was treated for adverse contrast reaction and stabilized. Hospital was unwilling to provide any additional information concerning the event of patient's condition, citing patient confidentiality concerns.